Event description:
Customer reported a button error on her insulin pump. She cannot clear the alarm. Customer's blood glucose is 77 mg/dl. She stated it was humid outside. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive down arrow button due to corroded keypad traces. No button error alarms noted. No traces of moisture noted at the electronic and motor assemblies during visual inspection. The device was received with cracked case at display window corners and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.